Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the cradle was bent. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), 1:1 ratio cutter, serial number (B)(4) a 1.5:1 ratio cutter, serial number (B)(4), and a 1.5:1 ratio cutter, with no serial number for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb was too damaged to check the calibration and perform the test cut. The roller gear, roller, and side plates were damaged. The device came in with 4 cutters, the 1:1 ratio cutter, serial number (B)(4) and 1.5:1 ratio cutter, serial number (B)(4) both produced a passing testing mesh. The 1:1 ratio cutter, serial number (B)(4) failed to produce an acceptable sample mesh and was deemed non-repairable. The 1.5:1 ratio cutter, with no serial number was scrapped and a replacement cutter was sent to the customer. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, damaged hardware, gears, and 1.5:1 ratio cutter. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the comb was damaged. While during the initial inspection it was noted that the comb was damaged, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the cradle was bent. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was damaged.